Manufacturer narrative:
Device broke while being inserted on (B)(6) 2014; it was not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that two matrixneuro screws broke off while refixating a temporal bone flap. The two broken off screw heads were retrieved. The screws had not yet been fully inserted when they broke off. The part still sticking out of the skull was milled flat so as not to impinge in the soft tissue. The break-off occurred after about four insertion movements at the moment that the first insert resistance started to be felt. They had not predrilled since according to the surgeon it was not hard bone. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was performed. The screw head is broken off. Since the exact lot number is not known the present complaint cannot be fully analyzed and we are not able to give a conclusive statement regarding a possible failure reason. Dimensional inspection cannot be performed due to the damage incurred. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.